Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.75x38mm taxus element stent delivery system was advanced to the unspecified lesion and could not cross the lesion. The stent became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.75x38mm taxus element stent delivery system was advanced to the unspecified lesion and could not cross the lesion. The stent became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the stent delivery system (sds) was returned with proximal stent damage. A visual and microscopic examination of the stent found the stent struts were both twisted and raised. The proximal struts on row one of the stent was broken and protruded over the proximal marker band. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).